Manufacturer narrative:
H6: investigation summary customer returned (2) loose 3/10cc, 8mm syringes. Customer states that there is liquid in the barrel. Both returned syringes were examined and no foreign matter was observed in or on either of the returned samples. Also, no foreign matter came out of the cannula when the plunger rod was depressed on either of the syringes. A review of the device history record was completed for batch # 2010740 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign liquid was found in the bd ultra-fine¿ ii insulin syringe barrel when insulin was drawn. The following information was provided by the initial reporter, translated from japanese: "this is a report about a liquid in the barrel. According to the customer's report, a transparent liquid was found to be coming out of the barrel when insulin was drawn."

Event description:
It was reported that foreign liquid was found in the bd ultra-fine¿ ii insulin syringe barrel when insulin was drawn. The following information was provided by the initial reporter, translated from japanese: "this is a report about a liquid in the barrel. According to the customer's report, a transparent liquid was found to be coming out of the barrel when insulin was drawn."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.